Manufacturer narrative:
Part number # 317-80 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the cuff deflated during pt use. The end clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.